Event description:
A malfunction was reported involving a pump with the code 3-0x2095, and it was determined that the pump could not be reset and needed replacement. There was no reported impact to the customer¿s blood glucose level, as the blood glucose level at the time of the event was unknown. The pump was confirmed to be within warranty, and the customer was informed about the need for replacement. Technical support provided instructions for returning the malfunctioning pump and addressed the shipping details. The customer declined to share information regarding their backup therapy for insulin delivery.